Event description:
It was reported that implant was opened and upon inspection of screw, it was actually stamped as a 35.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.